Event description:
It was reported that during an unknown procedure, the lower blade of the device broke during the procedure when first used. Changed another one to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.